Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8165516, medical device expiration date: 2023-06-30, device manufacture date: 2018-06-14. Medical device lot #: 8179713, medical device expiration date: 2023-07-31, device manufacture date: 2018-06-28. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with foreign matter. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: two sample were received for evaluation, one from each batch listed on this complaint. They came in an open packaging blister. A visual inspection was performed confirming embedded foreign matter (fm) on barrel wall. Embedded fm can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the first complaint for the lots# 8165516 and 8179713 for the same defect or symptom. There was no documentation of issues for the complaint of batches #8165516 and 8179713 during these production runs.